Manufacturer narrative:
Investigation outcome: it was reported that while this hamilton-c1 ventilator was being used on a patient, an alarm continuously sounded, and the screen displayed the message ventilation has been interrupted. As a result, the ventilation function stopped. The hospital staff promptly replaced the ventilator with another unit, so the patient was not harmed. The device started normally on (B)(6) 2025 with a valid rtc timestamp, but subsequently lost rtc communication, shown by repeated ¿get date time¿ / ¿failed to get current date¿ entries. After the rtc failures, multiple watchdog alarms triggered safety mode and halted normal error logging; while no patient harm is evident in the data. The most likely cause is a hardware or communication fault impacting rtc communication, so preventive replacement of the control board and esm was the corrective action. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "while this c1 ventilator was being used on a patient, an alarm continuously sounded, and the screen displayed the message ventilation has been interrupted. As a result, the ventilation function stopped. The hospital staff promptly replaced the ventilator with another unit, so the patient was not harmed." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet. So far no relation to the device has been established.